Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a twist between the tubing and the chamber. Pressure testing and clear passage testing was performed and a leak was found. The reported condition was verified. The cause was that the distance of docking between components and tubes was incorrect during automatic assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking near the connection of the bottom of the drip chamber and tubing. The reporter stated that they observed cracks through the drip chamber. This event occurred during priming with saline. There was no patient involvement. No additional information is available.